Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a banding procedure performed on (B)(6) 2021. During the procedure, the first two bands were fired correctly; however, when the handle was turned for third band deployment, no band was fired. Another attempt was made but unsuccessful. It was reported that the device was removed and it was noticed that one band had climbed onto another on the barrel itself. The procedure was completed with a different device. It was reported that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.